Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage and catheter entrapment occurred. A 16 x 3.00mm promus premier¿ stent was advanced over a guide wire however the device became stuck. It was then noted that a stent strut was not properly stuck and aligned with the rest of the struts on the stent delivery system (sds) balloon. The device was not used and the procedure was completed using another promus premier¿ stent. No patient complications were reported and there was no impact to the patient.

Event description:
It was reported that stent damage and catheter entrapment occurred. A 16 x 3.00mm promus premier¿ stent was advanced over a guide wire however the device became stuck. It was then noted that a stent strut was not properly stuck and aligned with the rest of the struts on the stent delivery system (sds) balloon. The device was not used and the procedure was completed using another promus premier¿ stent. No patient complications were reported and there was no impact to the patient.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the entire length of the hypotube. A visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found a stent strut lifted in the mid body of the stent. The positioning of this raised stent is consistent with the stent getting caught on an object during advancement. A visual and tactile examination of the outer and midshaft section found no issues with their profile. No damage was identified with the wire lumen. Using a mandrel, the wire was passed through the lumen of the device with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).